Manufacturer narrative:
Device evaluated by MFR.: synergy xd ous 3.50 x 28 mm stent delivery system (sds) was returned for analysis. The following attributes were examined: a visual examination of the stent found stent damage with the midsection of the struts lifted. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was 0.0420 inch, this is within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13-oct 2021. It was reported that crossing difficulties encountered. The 85% stenosed target lesion was located in moderately tortuous and moderately calcified left anterior descending artery. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure it was failed to cross the lesion. The procedure was completed with another of same device. There were no patient complications and the patient status was good. However, returned device analysis revealed stent damage.